Manufacturer narrative:
Add'l info for sculptra (lot # and exp date -not provided) from (B)(4): batch record review was without hint to root cause. Because no lot number is available, an investigation has been performed on the documentation of all potentially involved mfg batches. The review of the device history report and of the analytical results of these batches did not show any anomaly that could be related to the event which occurred. The investigation results show that this kind of event is not batch related. Conclusion: no faults detectable.

Event description:
(B)(4). Initial info was reported by physician to another physician who is also a sanofi-aventis employee on 6/26/09 and add'l info received from the sanofi-aventis employee on 6/29/09: a pt developed dizziness and double vision immediately after receiving the injection of injectable poly-l-lactic acid (lot# and exp date unk) last month ((B)(6) 2009). The episode lasted approx five hours and then the pt recovered totally to normal health condition prior to the injection. Medical history and concomitant medications were not provided. No further relevant info reported.